Event description:
The md achieved arteriotomy closure with the closer s 6 fr. Device following an interventional procedure via the left groin in 2003. Four days following the procedure, the pt was discharged from the hosp. Prior to the procedure, the pt had been diagnosed with a methicillin resistant staphylococcus aureus (mrsa) infection of the nasal cavity. It is unknown if the pt was receiving treatment for this infection at the time of the use of the closer s 6fr. Device. During a dialysis appointment, at an unspecified date in the last week of december, it was noted that the arteriotomy site "was festered." Twelve days later, the pt noticed bleeding from the centesis area, manual compression was applied and the pt was re-admitted to the hosp where an antibiotic, meropen, was prescribed. The pt remained hospitalized and 6 days later, a pseudoaneurysm was confirmed. A "surgical procedure was performed" in which the pseudoaneurysm was repaired, the knot from the closer s was removed, wound cultures were taken and the site was sutured closed. The following day, the cultures confirmed the presence of mrsa and the pt's antibiotic was changed to vancomycin. Two days later, bleeding recurred from the femoral artery. A surgical procedure was performed during which the femoral artery was sutured to stop the bleeding. Following the surgery, the blood flow of the femoral artery became weak, but "the blood stream of the peripheral artery started 5 to 6 hrs after the surgical procedure." The pt remained hospitalized. It was reported that the pt expired twenty-two days later "due to bleeding in a large amount from the centesis area." Though requested, no additional info was provided.